Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device, the cuff was hard to inflate and deflate. The 15mm connector was too loose. There was no patient involvement.